Event description:
The customer reported via phone call experiencing unexplained high blood glucose levels. The customer stated that she did not think that her insulin pump was not working but her blood glucose remained high. The customer delivered a 20 unit bolus, and the insulin pump alarmed meter blood glucose now, as well as lost sensor alarm. The customer's blood glucose was 500 mg/dl. She noted that she had changed the infusion set earlier that day. She reported that the threshold suspend feature was not working as intended. She declined to proceed with the troubleshoot procedure, stating that she would call back once she fixed her blood glucose levels.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.